Event description:
Medtronic received information that moderate aortic regurgitation was observed following implant of this transcatheter bioprosthetic valve. A second valve was implanted valve-in-valve, resulting in good hemodynamics. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. A supplemental report will be filed when the investigation is completed or if additional information is received. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the moderate aortic regurgitation was due to deployment below the target location. No adverse patient effects were reported. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).